Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 7 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve due to aortic insufficiency (ai) and aneurysmal degeneration of the non-coronary sinus. No adverse patient effects were reported.